Event description:
It was reported that the asymptomatic patient presented to the clinic for a follow up. Upon interrogation, the pulse generator exhibited backup vvi operation. After a device software download, normal device functioned resumed. The device remained implanted.